Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. The rv lend was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).